Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during system implant, a cardiocentesis was performed due to a potential right ventricular (rv) perforation. The patient was stable following the cardiocentesis, however passed away later the same day. The physician was unable to determine the cause of the perforation. The balloon used for coronary sinus visualization was another suspected cause however the exact cause had not been determined.